Event description:
It was reported that during an stabilization surgery, the tip of the driver broke off inside of the reduction plug. The surgeon removed the reduction plug and used a non-break of plug instead. No pt complications were reported.

Manufacturer narrative:
(B)(4). Analysis of the returned device found the tip of the instrument is broken at the root of the t27 pattern. No pre-existing defect has been identified at the level of the breakage of the screwdriver. The breakage is consistent with an over-loading of the instrument's tip during tightening of the setscrew. The origin of the over-loading was not fully determined; the scratches on the thread suggest it could be due to an attempt to break-off the setscrew while the extended tabs have not been broken-off. A review of the device history records for this device did not reveal any non-conformances to spec or deviations in procedure which might contribute to the reported event.